Manufacturer narrative:
Device not yet analyzed by quality control laboratory. Internal documentation shows that icp probe (B)(4) has been manufactured in accordance with quality requirements. Further investigations of the product will make it possible to know the causes of the appearance of this incident.

Event description:
Before implantation of the device, the following message appeared on icp monitor : sensor zero reset. Replace sensor.

Manufacturer narrative:
Internal documentation shows that icp probe (B)(4)/b0702 has been manufactured in accordance with quality requirements. However, the operator discarded the product. Thus, it is impossible to make any conclusions about this complaint.

Event description:
Before implantation of the device, the following message appeared on icp monitor : sensor zero reset; replace sensor.